Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. The customer mentioned there was damage to the reservoir and battery compartment. Both the reservoir and battery compartment have a crack and missing tube ring. The customer is unsure how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with broken battery tube thread, corroded battery tube, broken reservoir tube lip, cracked reservoir tube, cracked case reservoir tube window corners, cracked case near display window corners and minor scratches on display window noted.